Event description:
New information received notes that when the patient presented in clinic during normal follow-up, far p-wave oversensing was observed. Review of recent merlin.net transmission confirmed that the atrial signal was sensed on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a normal follow up, several episodes of non-sustained rv oversensing due to crosstalk were observed. Analysis of stored egms showed sensing occurring simultaneously with the atrial paced event. Programming changes were made.